Event description:
A report was received that the patient developed an infection at the lead site. Symptoms were swelling and drainage from the site. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility.